Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. Moisture damage was found on the lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump alarmed button error. He explained that the device was exposed to sweat because the customer was wearing it in her bra. Blood glucose value was 101 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.